Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05464 / 05465).

Event description:
It was reported patient underwent a bilateral knee arthroplasty on (B)(6) 2012. Subsequently, patient underwent a bilateral revision procedure on (B)(6) 2013 due to soreness. The tibial bearings were removed and replaced.